Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement batteries were shipped but no confirmation of replacement has been received. No parts have been received by the manufacturer for evaluation. Part not received for evaluation.

Event description:
A site representative reported that while outside of procedure, an error message was received on the mobile view station (mvs) of the imaging system and the uninterruptible power supply (ups) was not holding charge. There was no patient present at the time of the issue.

Manufacturer narrative:
A medtronic approved biomedical engineer from the site reported that the uninterruptible power supply (ups) for the system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional.